Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system cine images were black, cine playback was intermittently not functioning and there was a loss of cine function. There was no pt injury or death reported.